Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed the pre-use check with leakage at air gas module. Our field service engineer has investigated the reported ventilator on site. The nozzle unit on air gas module was replaced to resolve the issue and sent back for further investigation. There is no provided log to confirm the issue, however, during visual inspection, it was found that the feather spring of the returned nozzle was bent and partially broken; it most likely happen during dismantling it from the gas module during field service. It was also clear sign of damages on the nozzle mouthpiece due to improper manipulation most likely under dismantling. Therefore, it was impossible to test the returned nozzle unit in our laboratory ventilators. Thus, it is not possible to confirm the error and determine the root cause of the failure. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440

Event description:
Manufacturer's ref. #: (B)(4).